Event description:
It was reported that during a l3-s1 lumbar fusion to implant posterior fixation, the initial set screw was cross threaded. After removing the set screw and replacing a new set screw, the new set screw could not be torqued properly. The multi axial screw threads appear to have been damaged by the first cross threaded screw. New set screws were tried, but none could be torqued properly. Eventually the multi axial screw was replaced with a new one and the new set screw was torqued properly. No pt complications were reported.

Manufacturer narrative:
(B)(4). The thread crests and flanks are damaged; this damage appears to have initiated at the start of the thread. This is consistent with set screw misuse due to cross-threading. The extensive damage on one side of set screws suggest thread jumping, in addition to cross threading. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.